Event description:
Of note, patient's admission and discharge summary have not yet been obtained. Pt states that he felt lightheaded and passed out in his bedroom at home on (B)(6) 2015. Pt's sister found him and called an ambulance. Pt was transported to (B)(6) hospital and admitted for acute loss of consciousness without trauma. Pt. States that he was found to have "low blood," and was worked up to locate the source of his blood loss. Pt underwent an upper endoscopy that showed a gastric ulcer. Pt. States that no surgical intervention was warranted, he did not receive a blood transfusion, and he was placed on proton pump inhibitors and antibiotics to heal the ulcer. Pt was also given resuscitative fluids and monitored for 2 days until his hemoglobin stabilized and he was deemed hemodynamically stable. Pt was discharged on ppi and a four day course of antibiotics on (B)(6) 2015 per patient examination, with orders to follow up with his primary care on (B)(6) 2016. Randomized to treatment arm. Pt received topical treatment with 5-fu during 1st 6-month period, and received. Physician name: (B)(6). (B)(4).